Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced compressor, pressure and vacuum adjusted. All manifold tests carried out, unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h10.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the patient had an intra-aortic balloon catheter inserted in the cardiac catheter laboratory which worked without any problems. Around 7 pm cardiology received a call from the ICU that the cardiosave intra-aortic balloon pump (iabp) had stopped and could not be restarted.  The display showed "overheating". Within one minute cardiotechnics was in the ICU with a new device that replaced the iabp and therapy could continue. The iabp was silent for about three minutes in a liquefied patient who was stable according to the situation. There was no patient harm.